Event description:
The customer reported obtaining discrepant access total hcg (beta human chorionic gonadotropin) results involving a unicel dxi 800 access immunoassay system. The customer indicated that the initial hcg result was above the reference range at 6.27 miu/ml and reported out of the laboratory. The physician questioned the result and the customer thawed the sample, respun for 3 minutes and retested the sample. The customer obtained results within the reference range of the assay. There was no change or affect to patient treatment in connection with this event. The sample was collected in lithium heparin tubes, spun at 3000 rpm for 10 minutes and stored in the freezer for less than two days prior to repeat. Quality control (qc) on the day of the event were within the established ranges for all three levels. The last passing system check performed by the customer was in (B)(6) 2012. Beckman coulter field service engineer (fse) was dispatched but did not note of any hardware issues. The fse performed a preventative maintenance (pm) on the instrument. Unicel dxi 800 access immunoassay system serial number (B)(4) was used in conjunction with the access total hcg reagent.